Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 kept shutting off. After using the spot cautery on two branches, the harvester noticed that the device wasn't cutting and sealing as well. It continued shutting down, even after waiting the 25 seconds. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipated return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).